Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, vomiting, and ketones. It was also stated that the cannulas were bending during insertion. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.